Event description:
A ventricular perforation occurred during the transfemoral tavr procedure, requiring surgical pericardiocentesis. During balloon aortic valvuloplasty (bav), with an edwards transfemoral balloon catheter, a shadow of contrast was noted. Following bav, a 23mm sapien xt valve was deployed in a final 70:30 aortic/ventricular (a/v) position, resulting in no paravalvular leak (pvl) and no central leak. Post deployment echocardiogram indicated a small pericardial effusion. The patient¿s blood pressure also dropped a little, but was stabilized with fluids and norepinephrine. Over a short period of time the effusion enlarged. Surgical pericardiocentesis was performed and 500cc of blood was drained from the pericardial space. The patient¿s condition improved and she was hemodynamically stable. The pericardiocentesis site was closed with a drain left in place. Following the procedure, the patient was transferred to the floor in stable condition. It was perceived that the left ventricle was perforated by the guidewire. The exact timing of the perforation could not be confirmed, but may have occurred prior to bav. The patient¿s annulus measured 20.7mm x 25.2mm by CT (valve area of 411mm2). Mild annular calcification, mild native leaflet calcification and no aortic root calcification were noted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause and timing of the ventricular perforation cannot be confirmed. It is possible that procedural factors (guidewire advancement) likely caused this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.